Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of failed rate accuracy was not reproduced. The device was tested for flow accuracy and delivered within intended range. A review of the event history log (ehl) revealed infusions without any abnormalities. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was not determined. No pump correction is required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed flow rate accuracy test. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.